Manufacturer narrative:
The device has not yet been received for evaluation. Confirmation has been received that it is being sent in. Upon receipt and evaluation of device a supplemental MDR will be filed.

Event description:
Per the information provided, the doctor was using the microtip to remove a mass of fibroma tissue. The tip of the handpiece broke where it connects to the housing of electrical components. In addition, the nose cone of the microtip splayed (fragmented). The doctor was worried that a portion of the nose cone fragment may be in the patient and she made a larger incision, searching in the treatment area, to see if she could find any pieces. No nose cone pieces were located in the patient. This was the doctor's first time using the device.

Manufacturer narrative:
Expiration date added. Event problem and evaluation codes updated to reflect device evaluation. The needle had broken at the braze joint. Significant damage was found to the nose cone indicating contact with hard tissue and/or side load pressure. It could not be determined if all case nose material was present due to the extensive damage. The failure was caused by either misuse or improper technique which resulted in needle breakage and damge to the case nose. The damage is inconsistent with normal use.

Event description:
Per the information provided, the doctor was using the microtip to remove a mass of fibroma tissue. The tip of the handpiece broke where it connects to the housing of electrical components. In addition, the nose cone of the microtip splayed (fragmented). The doctor was worried that a portion of the nose cone fragment may be in the patient and she made a larger incision, searching in the treatment area, to see if she could find any pieces. No nose cone pieces were located in the patient. This was the doctor's first time using the device.